Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. Upon interrogation the ipg showed a quicker decline in battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.